Manufacturer narrative:
Additional information: the reported sensor was not returned. However customer only returned the reader. Reader mbmb028-j0346 has been returned and investigated. Visually inspected the reader and no issues were observed. Attempted communication between returned reader and new unused sensor. Returned reader did not communicate with the sensor. Observed scan timeout error message. The reader was further investigated and de-cased and observed the antenna to be broken. The returned reader is unable to communicate with any sensor when the antenna is broken. Therefore, this is confirmed due to a broken antenna leg. An extended investigation has also been performed for the returned products and determined that there was no indication that the product did not meet specification. However, the sensor was not returned. DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer hypoglycemia and was unable to self-treat, requiring third-party administration of oral sugar drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer hypoglycemia and was unable to self-treat, requiring third-party administration of oral sugar drink for treatment. There was no report of death or permanent impairment associated with this event.